Event description:
It was reported that the ilet user experienced recurrent low blood glucose after announcing usual meals, then lost consciousness and the pump sustained a cracked and delaminated screen while the device continued to respond to touch. Symptoms included hypoglycemia with a nadir of 52 mg/dl and loss of consciousness. Outcomes included minor injury of low glucose requiring oral glucose treatment and user education. Investigation included review of device data and user history, assessment of meal announcement patterns, and troubleshooting with education to have the system relearn meal sizes. Investigation of this case revealed incorrect meal size announcements contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error leading to hypoglycemia. A separate report will be submitted for damaged ilet screen.